Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1732272. This report will be amended when our investigation is complete.

Event description:
It is reported that twenty-seven stems had a radiolucent line wider than 2mm in zones 1 and 7.

Manufacturer narrative:
Verbiage corrected to twenty-six devices. The condition of the twenty five other devices is unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause remains undetermined.

Event description:
It is reported that twenty-six stems had a radiolucent line wider than 2mm in zones 1 and 7.

Manufacturer narrative:
No devices or photos were provided for review. There is an x-ray within the article. However, the condition of the twenty-six other devices is unknown. The product numbers and lot numbers of the devices are also unknown. The devices were used for treatment. Compatibility of the construct could not be verified as part and lot information was not provided. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that twenty-seven stems had a radiolucent line wider than 2mm in zones 1 and 7.